Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50 to 60 mg/dl and treated with glucagon. Customer indicated that they have had issues with changing the infusion set. Customer indicated that their blood glucose value was unknown at the time of the call. Customer declined low blood glucose troubleshooting and was advised to follow up with their doctor. No further details given.